Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the right cylinder of this inflatable penile prosthesis (ipp) was buckling as it migrated from the right corporal body to the area outside the corporotomy, close to the scrotal tissue. A revision surgery was performed to remove and replace cylinders and pump. There were no further patient complications reported.